Event description:
It was reported that during routine post operative check, loss of capture and loss of sensing due to dislodgement of the atrial lead was noted. A chest x-ray was performed to confirm the dislodgement. The physician elected to explant and replace the atrial lead. The patient was stable before, during, and after procedure.